Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/29/2015. The fse found that the rinse block drain was broken and was causing the leak. The fse replaced the rinse block, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak because of a broken rinse block of the coulter lh 750 hematology analyzer. The volume of the leak was about 10 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.